Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was performed to address the issue. The flow sensor was proactively replaced on the device. Afterwards, a final and run-in tests were performed along with a battery and valve checks on the device. The device was operational and cleaned.